Manufacturer narrative:
(B)(4).

Event description:
Territory business manager contacted dexcom on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. They did not report injury or medical intervention. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the facility. The data was reviewed on 07/17/2015 and did not confirm the reported event of receiver failed error.